Manufacturer narrative:
Ntaneous case was reported by a physician and describes the occurrence of device dislocation ("left coil loose in the peritoneal cavity / in lower left pelvic/one side was found in the pelvis attached to the mesentery") and embedded device ("right coil in the wall of the uterus / in right corneala") in a female patient who had essure inserted. The occurrence of additional non-serious events is detailed below. On an unknown date, the patient had essure inserted. On an unknown date, the patient experienced device dislocation (seriousness criteria medically significant and intervention required), embedded device (seriousness criteria medically significant and intervention required) with pelvic pain, headache ("headaches"), feeling abnormal ("brain fog") and fungal infection ("recurrent yeast infections"). The patient was treated with surgery (removal of left coil) and surgery (hysterectomy was performed on (B)(6) 2017). Essure was removed. At the time of the report, the device dislocation, embedded device, headache, feeling abnormal and fungal infection outcome was unknown. The reporter provided no causality assessment for device dislocation, embedded device, feeling abnormal, fungal infection and headache with essure. The reporter commented: essure coil did not break. One side was found in normal location. Both were intact. Hysterectomy performed. Patient was scheduled to remove the other part of the essure. Diagnostic results (normal ranges are provided in parenthesis if available): computerised tomogram - on an unknown date: right coil in the wall of uterus; on an unknown date: left coil loose in peritoneal cavity unspecified test. In aug. 2014, the patient essure showed the right occluded, the left was not. Quality-safety evaluation of ptc: unable to confirm complaint most recent follow-up information incorporated above includes: on (B)(6) 2018: quality-safety evaluation of ptc incident no lot number or sample available for investigation. There is no evidence that a device-related defect or malfunction caused a death or serious injury. If additional information becomes available it will be provided on a supplemental report.

Manufacturer narrative:
This spontaneous case was reported by a physician and describes the occurrence of device dislocation ("left coil loose in the peritoneal cavity / in lower left pelvic/one side was found in the pelvis attached to the mesentry") and embedded device ("right coil in the wall of the uterus / in right corneala") in a female patient who had essure inserted. The occurrence of additional non-serious events is detailed below. On an unknown date, the patient had essure inserted. On an unknown date, the patient experienced device dislocation (seriousness criteria medically significant and intervention required), embedded device (seriousness criteria medically significant and intervention required) with pelvic pain, headache ("headaches"), feeling abnormal ("brain fog") and fungal infection ("recurrent yeast infections"). The patient was treated with surgery (removal of left coil) and surgery (hysterectomy was performed on (B)(6) 2017). Essure was removed. At the time of the report, the device dislocation, embedded device, headache, feeling abnormal and fungal infection outcome was unknown. The reporter provided no causality assessment for device dislocation, embedded device, feeling abnormal, fungal infection and headache with essure. The reporter commented: essure coil did not break. One side was found in normal location. Both were intact. Hysterectomy performed. Patient was scheduled to remove the other part of the essure. Diagnostic results (normal ranges are provided in parenthesis if available): computerised tomogram - on an unknown date: right coil in the wall of uterus; on an unknown date: left coil loose in peritoneal cavity. Unspecified test. In (B)(6) 2014, the patient essure showed the right occluded, the left was not. Most recent follow-up information incorporated above includes: on (B)(6) 2018: event device breakage was deleted. Event one side was found in the pelvis attached to the mesentry was clubbed with event left coil loose in the peritoneal cavity / in lower left pelvic. Incident no lot number or sample available for investigation. There is no evidence that a device-related defect or malfunction caused a death or serious injury. If additional information becomes available it will be provided on a supplemental report.

Event description:
This spontaneous case was reported by a physician and describes the occurrence of device dislocation ("left coil loose in the peritoneal cavity / in lower left pelvic"), embedded device ("right coil in the wall of the uterus / in right corneala") and device breakage ("doctor thinks that the other physician did not get all of the device removed") in a female patient who had essure inserted. The occurrence of additional non-serious events is detailed below. On an unknown date, the patient had essure inserted. On an unknown date, the patient experienced device dislocation (seriousness criteria medically significant and intervention required), embedded device (seriousness criteria medically significant and intervention required) with pelvic pain, device breakage (seriousness criteria medically significant and intervention required), headache ("headaches"), feeling abnormal ("brain fog") and fungal infection ("recurrent yeast infections"). The patient was treated with surgery (removal of left coil). At the time of the report, the device dislocation, embedded device, device breakage, headache, feeling abnormal and fungal infection outcome was unknown. The reporter provided no causality assessment for device breakage, device dislocation, embedded device, feeling abnormal, fungal infection and headache with essure. The reporter commented: patient was scheduled to remove the other part of the essure and do a hysterectomy on (B)(6) 2017. Diagnostic results (normal ranges are provided in parenthesis if available): computerised tomogram - on an unknown date: right coil in the wall of uterus; on an unknown date: left coil loose in peritoneal cavity. Unspecified test. In (B)(6) 2014, the patient essure showed the right occluded, the left was not. Incident. No lot number or sample available for investigation. There is no evidence that a device-related defect or malfunction caused a death or serious injury. If additional information becomes available it will be provided on a supplemental report.